Event description:
Pt. Admitted on (B)(6) 2016, due to an elevated ldh of 1001 w/concern for a lvad pump thrombus. A bivalirudin gtt was initiated. A cardiac morphology CT, right heart catheterization and ramp echo performed. Ramp echo revealed the lvad was not decompressing the left ventricle. Patient was taken to the or on (B)(6) 2016 for lvad pump exchange. The surgeon was able to identify a thrombus in the pump inlet bearing. The surgery went well. The patient recovered and was discharged to home on (B)(6)2016 with a ldh of 371.